Manufacturer narrative:
The insulin pump was received with blank display due to corroded on electronic assembly. No constant tone or vibration anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that insulin pump has water damage. Troubleshooting could not be done as the customer was not present. The customer called back later and stated that she fell in water with the insulin pump and the insulin pump was vibrating without an alarm or alert and had a constant tone. Customer's blood glucose value was 317 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.